Event description:
The pt received her scs system on (B) (6) 2008. It was reported that the pt was experiencing overstimulation sensations. Lead impedances were measured and were found to be within specification. An xray taken confirmed that the leads had not migrated. The physician explanted and replaced the ipg on (B) (6) 2009. The explanted ipg was returned to ans for evaluation. Follow up on the pt found she has not reported any further issues.

Manufacturer narrative:
Method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg antenna silicone is cut and the ipg fails the saline test which correlates to possible overstimulation. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirements as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.